Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 425, 184, and 234 mg/dl when all tests were performed one minute apart on the advantage system. Reporter stated, he was not experiencing any hyperglycemic symptoms during the time of the testing. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.